Event description:
It was reported that the first thread of the unit was flattened when it was implanted. It was further reported that the surgery was completed successfully and the unit was replaced with a new one. It was further reported that the surgery was delayed about 30 minutes without additional anesthesia and there were no reports of any adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.